Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00beg, product type lead; other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-may-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they had a return of symptoms and they thought that their ins was dead. The patient reported that they had never felt the device from the day it was put in and they had never had any problem with it. While on the call the patient attempted to connect their programmer and saw poor communication on the programmer during the call. The patient was redirected to their health care physician (hcp) to address their symptoms. The patient noted that this had been occurring over the last several months, in 2019. The patient reported they had an unrelated medical condition a few years ago. Additional information received on 2019-oct-03 from the patient stated that patient had a normal battery depletion. There was the replacement of the whole device. The patient stated that the lead wires were bad. They put in the new device on (B)(6) 2019 after removal of old device .there were no further complications reported.